Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. The patient was doing well and will be monitored with routine follow-ups.